Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. No significant events leading to the alarm. Blood glucose value was 3 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.